Manufacturer narrative:
This case was initially received via regulatory authority mhra, reference number: (B)(4) on 15-aug-2018. The most recent information was received on 01-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I think that particular insert has migrated') and pelvic pain ('radiating pain in my pelvic region constantly (like a dull constant ache)/ localised pain') in a 29-year-old female patient who had essure (batch no. C51344) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy termination in (B)(6) 2015. Concurrent conditions included pulmonary hypertension and heart disease congenital. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("the pain gets worse during periods") and swelling ("swelling"). On (B)(6) 2015, the patient experienced dyspareunia ("pain during sex"), menometrorrhagia ("irregular periods and very heavy periods and flooding"), coital bleeding ("bleeding after sex"), vulvovaginal pain ("pain at the vaginal opening"), ovulation pain ("painful ovulation"), bacterial vaginosis ("chronic bacterial vaginosis") with vaginal discharge, autoimmune thyroid disorder ("thyroid auto-immune disease"), mood swings ("extreme mood swings"), memory impairment ("memory fog") and disturbance in attention ("lack of concentration"), 1 month 20 days after insertion of essure. In (B)(6) 2015, the patient was found to have smear cervix abnormal ("abnormal smear result"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominally"), allergy to metals ("nickel allergy") with dermatitis allergic, genital haemorrhage ("heavy/ abnormal bleeding"), dyspnoea ("exacerbation of symptoms of breathlessness"), dysgeusia ("metallic taste in her mouth"), alopecia ("have lost hair") and insomnia ("can't sleep"). The patient was treated with antibiotics and surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, dyspareunia, coital bleeding, vulvovaginal pain, dyspnoea, dysgeusia, alopecia, mood swings, memory impairment, disturbance in attention and insomnia outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, menometrorrhagia, genital haemorrhage and bacterial vaginosis had resolved and the allergy to metals, ovulation pain, smear cervix abnormal, autoimmune thyroid disorder and swelling had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune thyroid disorder, bacterial vaginosis, coital bleeding, device dislocation, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, genital haemorrhage, insomnia, memory impairment, menometrorrhagia, mood swings, ovulation pain, pelvic pain, smear cervix abnormal, swelling and vulvovaginal pain to be related to essure. The reporter commented: the pain in the left side was worse than the right and that was why she thought that particular insert had migrated. She had never had an abnormal result previous to essure and had been in the same relationship for a long time. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - in (B)(6) 2015: results: abnormal. Most recent follow-up information incorporated above includes: on 1-mar-2021: new reporter (lawyer), lot number of the essure, new adverse event (heavy/abnormal bleeding), new as reported (localized pain) and treatment (hysterectomy) were provided. The outcome for the adverse events: abdominal pain, bacterial vaginosis, heavy/abnormal bleeding was updated to recovered/resolved, the action taken was changed to drug withdrawn, patient´s initials were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 15-aug-2018. The most recent information was received on 23-feb-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I think that particular insert has migrated'), abdominal pain ('pain abdominally') and autoimmune thyroid disorder ('thyroid auto-immune disease') in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy termination in (B)(6) 2015. Concurrent conditions included pulmonary hypertension and heart disease congenital. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced swelling ("swelling"), pelvic pain ("radiating pain in my pelvic region constantly (like a dull constant ache)") and dysmenorrhoea ("the pain gets worse during periods"). On (B)(6) 2015, the patient experienced menometrorrhagia ("irregular periods and very heavy periods and flooding"), coital bleeding ("bleeding after sex"), mood swings ("extreme mood swings"), bacterial vaginosis ("chronic bacterial vaginosis") with vaginal discharge, dyspareunia ("pain during sex"), vulvovaginal pain ("pain at the vaginal opening"), ovulation pain ("painful ovulation"), autoimmune thyroid disorder (seriousness criterion medically significant), memory impairment ("memory fog") and disturbance in attention ("lack of concentration"). In (B)(6) 2015, the patient was found to have smear cervix abnormal ("abnormal smear result"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), allergy to metals ("nickel allergy") with dermatitis allergic, dysgeusia ("metallic taste in her mouth"), insomnia ("can't sleep"), alopecia ("have lost hair") and dyspnoea ("exacerbation of symptoms of breathlessness"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the device dislocation, coital bleeding, mood swings, dyspareunia, vulvovaginal pain, memory impairment, disturbance in attention, dysgeusia, insomnia, alopecia and dyspnoea outcome was unknown and the abdominal pain, menometrorrhagia, bacterial vaginosis, ovulation pain, autoimmune thyroid disorder, allergy to metals, swelling, pelvic pain, dysmenorrhoea and smear cervix abnormal had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune thyroid disorder, bacterial vaginosis, coital bleeding, device dislocation, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, insomnia, memory impairment, menometrorrhagia, mood swings, ovulation pain, pelvic pain, smear cervix abnormal, swelling and vulvovaginal pain to be related to essure. The reporter commented: the pain in the left side was worse than the right and that was why she thought that particular insert had migrated. I had never had an abnormal result previous to essure and had been in the same relationship for a long time. She wants the essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - in (B)(6) 2015: results: abnormal. Most recent follow-up information incorporated above includes: on 23-feb-2021: with follow up received via lawyer this report was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2020-06662) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: reporter lawyer was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 15-aug-2018. The most recent information was received on 18-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I think that particular insert has migrated') and pelvic pain ('radiating pain in my pelvic region constantly (like a dull constant ache)/ localised pain') in a 29-year-old female patient who had essure (batch no. C51344) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy termination in (B)(6) 2015. Concurrent conditions included pulmonary hypertension and heart disease congenital. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("the pain gets worse during periods") and swelling ("swelling"). On (B)(6) 2015, the patient experienced dyspareunia ("pain during sex"), menometrorrhagia ("irregular periods and very heavy periods and flooding"), coital bleeding ("bleeding after sex"), vulvovaginal pain ("pain at the vaginal opening"), ovulation pain ("painful ovulation"), bacterial vaginosis ("chronic bacterial vaginosis") with vaginal discharge, autoimmune thyroid disorder ("thyroid auto-immune disease"), mood swings ("extreme mood swings"), memory impairment ("memory fog") and disturbance in attention ("lack of concentration"), 1 month 20 days after insertion of essure. In (B)(6) 2015, the patient was found to have smear cervix abnormal ("abnormal smear result"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominally"), allergy to metals ("nickel allergy") with dermatitis allergic, genital haemorrhage ("heavy/ abnormal bleeding"), dyspnoea ("exacerbation of symptoms of breathlessness"), dysgeusia ("metallic taste in her mouth"), alopecia ("have lost hair") and insomnia ("can't sleep"). The patient was treated with antibiotics and surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, dyspareunia, coital bleeding, vulvovaginal pain, dyspnoea, dysgeusia, alopecia, mood swings, memory impairment, disturbance in attention and insomnia outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, menometrorrhagia, genital haemorrhage and bacterial vaginosis had resolved and the allergy to metals, ovulation pain, smear cervix abnormal, autoimmune thyroid disorder and swelling had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune thyroid disorder, bacterial vaginosis, coital bleeding, device dislocation, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, genital haemorrhage, insomnia, memory impairment, menometrorrhagia, mood swings, ovulation pain, pelvic pain, smear cervix abnormal, swelling and vulvovaginal pain to be related to essure. The reporter commented: the pain in the left side was worse than the right and that was why she thought that particular insert had migrated. She had never had an abnormal result previous to essure and had been in the same relationship for a long time. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - in (B)(6) 2015: results: abnormal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) ) on 15-aug-2018. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I think that particular insert has migrated') and pelvic pain ('radiating pain in my pelvic region constantly (like a dull constant ache)/ localised pain') in a 29-year-old female patient who had essure (batch no. C51344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (her lmp was the end of (B)(6) 2015. Patient has opted for a termination of pregnancy because of the risks to her own health.) In 2015, pregnancy termination in (B)(6) 2015, painful periods on (B)(6) 2015, atrial septal defect (repaired in (B)(6) 2012) in 2012, pregnancy (patient has two children born by normal delivery) and dilated cardiomyopathy. Previously administered products included for atrial septal defect with secondary pulmonary hypertension: warfarin; for an unreported indication: mini-pill and norethisterone. Concurrent conditions included pulmonary hypertension since 2012. Concomitant products included azithromycin since 2017 and isotretinoin until (B)(6) 2017 for acne, amiloride, apixaban, bisacodyl, cyclizine, desogestrel, macitentan and sildenafil for pulmonary hypertension, paracetamol + codeine phosphate (co-codamol eff.) For pulmonary hypertension and headache as well as furosemide and gabapentin. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("the pain gets worse during periods") and swelling ("swelling"). On (B)(6) 2015, the patient experienced dyspareunia ("pain during sex"), menometrorrhagia ("irregular periods and very heavy periods and flooding"), coital bleeding ("bleeding after sex"), vulvovaginal pain ("pain at the vaginal opening"), ovulation pain ("painful ovulation"), bacterial vaginosis ("chronic bacterial vaginosis") with vaginal discharge, autoimmune thyroid disorder ("thyroid auto-immune disease"), mood swings ("extreme mood swings"), memory impairment ("memory fog") and disturbance in attention ("lack of concentration"), 1 month 20 days after insertion of essure. In (B)(6) 2015, the patient was found to have smear cervix abnormal ("abnormal smear result"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominally"), allergy to metals ("nickel allergy") with dermatitis allergic, genital haemorrhage ("heavy/ abnormal bleeding"), dyspnoea ("exacerbation of symptoms of breathlessness"), dysgeusia ("metallic taste in her mouth"), alopecia ("have lost hair") and insomnia ("can't sleep"). The patient was treated with antibiotics and surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, dyspareunia, coital bleeding, vulvovaginal pain, dyspnoea, dysgeusia, alopecia, mood swings, memory impairment, disturbance in attention and insomnia outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, menometrorrhagia, genital haemorrhage and bacterial vaginosis had resolved and the allergy to metals, ovulation pain, smear cervix abnormal, autoimmune thyroid disorder and swelling had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune thyroid disorder, bacterial vaginosis, coital bleeding, device dislocation, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, genital haemorrhage, insomnia, memory impairment, menometrorrhagia, mood swings, ovulation pain, pelvic pain, smear cervix abnormal, swelling and vulvovaginal pain to be related to essure. The reporter commented: the pain in the left side was worse than the right and that was why she thought that particular insert had migrated. She had never had an abnormal result previous to essure and had been in the same relationship for a long time. (B)(6) 2015: physician states: "bimanually I felt that the uterus was of normal size; the sound passed with some difficulty giving an internal uterine length of 9cm so I wonder if she might actually have fibroids as well.". She is suffering from headaches which she ascribes to the sildenafil. Co-codamol prescribed on a weekly basis for over a year. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - in (B)(6) 2015: results: abnormal. Ultrasound scan - on (B)(6) 2015: both essure devices appear ultrasonographically correctly .positioned.; on (B)(6) 2018: both essure implants seen and appear correctly sited.. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: dysmenorrhoea, bacterial vaginosis, coital bleeding, dyspareunia, abdominal pain, abnormal genital bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: reporters, race, essure indication, historical drug, medical history, lab data, concomitant drug added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: 2018/008/001/401/002) on (B)(6) 2018. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I think that particular insert has migrated') and pelvic pain ('radiating pain in my pelvic region constantly (like a dull constant ache)/ localised pain') in a 29-year-old female patient who had essure (batch no. C51344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (her lmp was the end of (B)(6) 2015. Patient has opted for a termination of pregnancy because of the risks to her own health.) In 2015, pregnancy termination in (B)(6) 2015, painful periods on (B)(6) 2015, atrial septal defect (repaired in (B)(6)2012) in 2012, pregnancy (patient has two children born by normal delivery) and dilated cardiomyopathy. Previously administered products included for atrial septal defect with secondary pulmonary hypertension: warfarin; for an unreported indication: mini-pill and norethisterone. Concurrent conditions included pulmonary hypertension since 2012. Concomitant products included azithromycin since 2017 and isotretinoin until (B)(6) 2017 for acne, amiloride, apixaban, bisacodyl, cyclizine, desogestrel, macitentan and sildenafil for pulmonary hypertension, paracetamol + codeine phosphate (co-codamol eff.) For pulmonary hypertension and headache as well as furosemide and gabapentin. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("the pain gets worse during periods") and swelling ("swelling"). On (B)(6) 2015, the patient experienced dyspareunia ("pain during sex"), menometrorrhagia ("irregular periods and very heavy periods and flooding"), coital bleeding ("bleeding after sex"), vulvovaginal pain ("pain at the vaginal opening"), ovulation pain ("painful ovulation"), bacterial vaginosis ("chronic bacterial vaginosis") with vaginal discharge, autoimmune thyroid disorder ("thyroid auto-immune disease"), mood swings ("extreme mood swings"), memory impairment ("memory fog") and disturbance in attention ("lack of concentration"), 1 month 20 days after insertion of essure. In (B)(6) 2015, the patient was found to have smear cervix abnormal ("abnormal smear result"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominally"), allergy to metals ("nickel allergy") with dermatitis allergic, genital haemorrhage ("heavy/ abnormal bleeding"), dyspnoea ("exacerbation of symptoms of breathlessness"), dysgeusia ("metallic taste in her mouth"), alopecia ("have lost hair") and insomnia ("can't sleep"). The patient was treated with antibiotics and surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, dyspareunia, coital bleeding, vulvovaginal pain, dyspnoea, dysgeusia, alopecia, mood swings, memory impairment, disturbance in attention and insomnia outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, menometrorrhagia, genital haemorrhage and bacterial vaginosis had resolved and the allergy to metals, ovulation pain, smear cervix abnormal, autoimmune thyroid disorder and swelling had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune thyroid disorder, bacterial vaginosis, coital bleeding, device dislocation, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, genital haemorrhage, insomnia, memory impairment, menometrorrhagia, mood swings, ovulation pain, pelvic pain, smear cervix abnormal, swelling and vulvovaginal pain to be related to essure. The reporter commented: the pain in the left side was worse than the right and that was why she thought that particular insert had migrated. She had never had an abnormal result previous to essure and had been in the same relationship for a long time. (B)(6) 2015: physician states: "bimanually I felt that the uterus was of normal size; the sound passed with some difficulty giving an internal uterine length of 9cm so I wonder if she might actually have fibroids as well." She is suffering from headaches which she ascribes to the sildenafil. Co-codamol prescribed on a weekly basis for over a year. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - in (B)(6) 2015: results: abnormal. Ultrasound scan - on (B)(6) 2015: both essure devices appear ultrasonographically correctly .positioned.; on (B)(6) 2018: both essure implants seen and appear correctly sited.. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: dysmenorrhoea, bacterial vaginosis, coital bleeding, dyspareunia, abdominal pain, abnormal genital bleeding. Batch no c51344. Production date 2014-05-06. Expiration date 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 15-aug-2018. The most recent information was received on 30-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("I think that particular insert has migrated") and pelvic pain ("pain/radiating pain in my pelvic region constantly (like a dull constant ache)/ localised pain/pain, including chronic pain;") in a 29 year-old female patient who had essure inserted (lot no. C51344) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pregnancy termination in (B)(6) 2015, painful periods on (B)(6) 2015, pregnancy (her lmp was the end of (B)(6) 2015. Patient has opted for a termination of pregnancy because of the risks to her own health.) In 2015, atrial septal defect (repaired in (B)(6) 2012) in 2012 and nickel allergy, bacterial vaginosis, prolonged periods, painful intercourse, dysuria, thyroiditis, thyrotoxicosis, abdominal bloating, pulmonary hypertension, general body pain, shortness of breath, chest pain, atrial septal defect, menorrhagia, dilated cardiomyopathy and pregnancy (patient has two children born by normal delivery). Previously administered products included: warfarin for atrial septal defect with secondary pulmonary hypertension and oral contraceptive nos and norethisterone. As concurrent condition the report mentioned pulmonary hypertension since 2012. Concomitant products included azithromycin for acne since 2017, gabapentin, furosemide, bisacodyl for pulmonary hypertension, apixaban for pulmonary hypertension, amiloride for pulmonary hypertension, co-codamol eff. (Paracetamol + codeine phosphate) for pulmonary hypertension and headache, cyclizine for pulmonary hypertension, desogestrel for pulmonary hypertension, macitentan for pulmonary hypertension, sildenafil for pulmonary hypertension and isotretinoin for acne until (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 49 days after essure insertion, she experienced dyspareunia ("pain during sex"), menometrorrhagia ("irregular periods and very heavy periods and flooding"), coital bleeding ("bleeding after sex"), vulvovaginal pain ("pain at the vaginal opening"), ovulation pain ("painful ovulation"), bacterial vaginosis ("chronic bacterial vaginosis /recurrent episodes of bacterial vaginosis infection."), autoimmune thyroid disorder ("thyroid auto-immune disease"), mood swings ("extreme mood swings"), memory impairment ("memory fog") and disturbance in attention ("lack of concentration"). In (B)(6) 2015 she was found to have smear cervix abnormal ("abnormal smear result"). In 2015 she experienced pelvic pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("the pain gets worse during periods") and swelling ("swelling"). Essure was removed on (B)(6) 2019. On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), abdominal pain ("pain abdominally"), allergy to metals ("nickel allergy"), genital haemorrhage ("heavy/ abnormal bleeding"), vaginal discharge ("very heavy fish smelling discharge"), dermatitis allergic ("a large burn on my face that lasted for over 4 weeks"), dyspnoea ("exacerbation of symptoms of breathlessness"), dysgeusia ("metallic taste in her mouth"), alopecia ("have lost hair"), insomnia ("can't sleep"), device intolerance ("inability to tolerate the device;"), hypersensitivity ("allergic or hypersensitivity reaction;"), mental disorder ("psychological issues") and abdominal distension ("bloating"). The patient was treated with antibiotics as well as surgery (procedure-laparoscopic total hysterectomy with bilateral salpingectomy and hysterectomy). At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menometrorrhagia, genital haemorrhage and bacterial vaginosis had resolved and the allergy to metals, ovulation pain, smear cervix abnormal, autoimmune thyroid disorder and swelling had not resolved. The outcomes for device dislocation, dyspareunia, coital bleeding, vulvovaginal pain, dyspnoea, dysgeusia, alopecia, mood swings, memory impairment, disturbance in attention and insomnia were unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, autoimmune thyroid disorder, bacterial vaginosis, coital bleeding, dermatitis allergic, device dislocation, device intolerance, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, genital haemorrhage, hypersensitivity, insomnia, memory impairment, menometrorrhagia, mental disorder, mood swings, ovulation pain, pelvic pain, smear cervix abnormal, swelling, vaginal discharge and vulvovaginal pain to be related to essure administration. The reporter commented: the pain in the left side was worse than the right and that was why she thought that particular insert had migrated. She had never had an abnormal result previous to essure and had been in the same relationship for a long time. (B)(6) 2015: physician states: "bimanually I felt that the uterus was of normal size; the sound passed with some difficulty giving an internal uterine length of 9cm so I wonder if she might actually have fibroids as well." She is suffering from headaches which she ascribes to the sildenafil. Co-codamol prescribed on a weekly basis for over a year. Easy bilateral essure placements 3 coils each side. Diagnostic results (normal ranges are provided in parenthesis if available): [smear cervix] in (B)(6) 2015: results: abnormal [ultrasound scan] on (B)(6) 2015: both essure devices appear ultrasonographically correctly .positioned.; on (B)(6) 2018: both essure implants seen and appear correctly sited. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: dysmenorrhoea, bacterial vaginosis, coital bleeding, dyspareunia, abdominal pain, abnormal genital bleeding. Batch no c51344 production date 2014-05-06 expiration date 2017-05-31. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device intolerance ,hypersensitivity ,mental disorder , abdominal distension. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. Reporters information added. Patient medical history and non drug treatment updated. New events device intolerance ,hypersensitivity ,mental disorder , abdominal distension added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 15-aug-2018. The most recent information was received on 19-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("I think that particular insert has migrated"), abdominal pain ("pain abdominally") and autoimmune thyroid disorder ("thyroid auto-immune disease") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy termination in (B)(6) 2015. Concurrent conditions included pulmonary hypertension and heart disease congenital. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced swelling ("swelling"), pelvic pain ("radiating pain in my pelvic region constantly (like a dull constant ache)") and dysmenorrhoea ("the pain gets worse during periods"). On (B)(6) 2015, the patient experienced menometrorrhagia ("irregular periods and very heavy periods and flooding"), coital bleeding ("bleeding after sex"), mood swings ("extreme mood swings"), bacterial vaginosis ("chronic bacterial vaginosis") with vaginal discharge, dyspareunia ("pain during sex"), vulvovaginal pain ("pain at the vaginal opening"), ovulation pain ("painful ovulation"), autoimmune thyroid disorder (seriousness criterion medically significant), memory impairment ("memory fog") and disturbance in attention ("lack of concentration"). In (B)(6) 2015, the patient experienced smear cervix abnormal ("abnormal smear result"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), allergy to metals ("nickel allergy") with dermatitis allergic, dysgeusia ("metallic taste in her mouth"), insomnia ("can't sleep"), alopecia ("have lost hair") and dyspnoea ("exacerbation of symptoms of breathlessness"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the device dislocation, coital bleeding, mood swings, dyspareunia, vulvovaginal pain, memory impairment, disturbance in attention, dysgeusia, insomnia, alopecia and dyspnoea outcome was unknown and the abdominal pain, menometrorrhagia, bacterial vaginosis, ovulation pain, autoimmune thyroid disorder, allergy to metals, swelling, pelvic pain, dysmenorrhoea and smear cervix abnormal had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune thyroid disorder, bacterial vaginosis, coital bleeding, device dislocation, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, insomnia, memory impairment, menometrorrhagia, mood swings, ovulation pain, pelvic pain, smear cervix abnormal, swelling and vulvovaginal pain to be related to essure. The reporter commented: the pain in the left side was worse than the right and that was why she thought that particular insert had migrated. I had never had an abnormal result previous to essure and had been in the same relationship for a long time. She wants the essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - in (B)(6) 2015: abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.